Event description:
Allegedly bolt broke while attempting to remove neck piece. Surgery time was extended greater than 30 minutes.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.